Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported event of bleeding could not be conclusively established through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. Section 6, ¿patient care and management¿, provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4- patient weight was requested and was reported as unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to major bleeding from their airway. The death was not considered to be device related and the device operated as expected.